Manufacturer narrative:
With the available information, boston scientific concluded that the clinical observation of shock impedance high within normal limits is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the risk documentation of the product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of shock impedance high within normal limits is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of shock impedance high within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that after the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the shock impedance was high and it was recommended a induction test. The induction test was tried several times and troubleshooting options were performed. The s-ICD system was successfully implanted and no adverse patient effects were reported. Additional information received indicates that this s-ICD system delivered an inappropriate electric shock due to low amplitude and oversensing. There were concerns about the high shock impedances observed. Possible causes were discussed and troubleshooting options were recommended. An x-ray was performed and it was noted that the s-ICD system migrated. Currently, this s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that after the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the shock impedance was high and it was recommended a induction test. The induction test was tried several times and troubleshooting options were performed. The s-ICD system was successfully implanted and no adverse patient effects were reported. Additional information received indicates that this s-ICD system delivered an inappropriate electric shock due to low amplitude and oversensing. There were concerns about the high shock impedances observed. Possible causes were discussed and troubleshooting options were recommended. An x-ray was performed and it was noted that the s-ICD system migrated. Currently, this s-ICD system remains implanted and no additional adverse patient effects were reported.